Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a loose/detached set screw.

Event description:
It was reported that during implant attempt, the svc (superior vena cava) coil setscrew had become disengaged from the threads and turned in the header. The physician was unable to reengage the setscrew. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.